Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 428 mg/dl. The customer treated with correction dose via syringe. Customer's blood glucose value was 428 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. Customer was assisted with the bolus wizard settings. The product was not returned for analysis.